Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient lost weight after the stress of moving from her house which caused the leads to move. She had a revision. The patient was re-directed to her healthcare professional. Further information was requested from her healthcare professional.